Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There was a false pause episode noted on the device due to a loss of tissue contact. A software upgrade was performed to avoid further pause episodes, and the patient was stable with no consequences.